Event description:
General report received of an unspecified number of undocumented incidents of delays in critical therapies following an alarm condition. On unspecified dates and times, the devices were programmed to deliver unspecified concentrations of sodium bicarbonate and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of time, the nurse reported the devices alarmed for air in line. The nurse reported that the bicarbonate solution effervescence and the pump reportedly reads the effervescences and the device reportedly reads the effervescence as "air in line" and the pumps alarmed, which could not be cleared. The nurse reported that the therapies were resumed after the tubing sets, solution containers, or the devices were replaced. No specific details were provided. Although there was potential for serious injuries, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, it will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.